Manufacturer narrative:
(B)(4).: batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify the statement you made regarding the "manual lever popped open on its own"? Did the manual override door/cover come off on its own?

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler locked out before firing on fourth reload. The surgeon removed the stapler off tissue by pushing wings of device forward where it then released. When he removed the device the manual lever popped open on its own. A green reload with buttress strip was used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54x3p. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding the "manual lever popped open on its own"? Did the manual override door/cover come off on its own? The manual override opened on its own according to surgeon and scrub tech. The analysis found that one plee60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.